Event description:
During the device implant procedure, noise was observed. The physician elected to use a new device to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The field complaint of noise could not be confirmed. Sensitivity and crosstalk/noise testing revealed no sensing anomalies or noise generated by the device. Evaluation of the device header revealed no defect that could contribute to the complaint of noise. Further testing determined the device exhibited normal characteristics and the device battery is still above elective replacement battery levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.